Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission: 09/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: there as a call service 064 alarm observed in the pump's black box and alarm history. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours with no call service alarms observed. Unrelated to the initial allegation, the battery compartment was found to be cracked.